Event description:
The homecare provider (hcp) reported the following info: (1) an incident occurred at hospital involving a c1000. (2) the c1000 was laid on its side during transport of a comatose pt resulting in liquid oxygen to leak. (3) the leak resulted in 2nd and 3rd degree cold burns to the pt. (4) for treatment, whirlpool and silvadene were prescribed. (5) the hospital was trained by hcp a year ago on proper handling of liquid oxygen equipment. (6) the hospital is aware unit must remain in an upright position.